Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: there were multiple unexpected pump reboot events observed on 06/23/2016 in the black box history. The battery cap was able to fit to maintain an electrical connection. The battery compartment was found to be cracked. The audio bolus button was torn. Moisture was found on the internal components of the pump.